Manufacturer narrative:
The explanted materials will not be returned for evaluation, as they were discarded by the medical facility. This is the final report.

Event description:
A complaint was received of the stimulation turning on by itself, causing uncomfortable stimulation. It was determined that one of the patient's trial leads was migrating out of the epidural space, which was causing the unwanted stimulation. The patient is reportedly doing well.